Event description:
It was reported that a user attempted to unlock the ilet to announce a meal while eating and initially experienced a nonresponsive sleep/wake button; after guidance to ensure clean and warm hands, the wake button functioned and the user unlocked the device, with a reported blood glucose of 202 mg/dl. Symptoms included no adverse clinical effects. Outcomes included no impact on activities of daily living and no need for medical intervention or hospitalization. Investigation included user troubleshooting and education regarding appropriate device handling. Investigation of this case revealed that the device resumed normal function after proper user interaction, consistent with transient user interface responsiveness concerns without confirmed hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error and device behavior consistent with normal operation when proper handling is applied.